Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced, and a root cause could not be identified. However, the evaluation uncovered the fan was damaged, resulting in poor heat dissipation; the front panel was damaged and cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the fan was damaged, resulting in poor heat dissipation; the front panel was damaged and cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while reprocessing, the front panel was flashing on the visera elite xenon light source. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.